Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported and the vessels were small. It was reported that the stent graft was successfully implanted; however, at the end of the procedure as the delivery system was being removed there was bleeding from the femoral artery. It is unknown whether the artery was injured during insertion or during removal of the delivery system. The femoral artery was surgically repaired with sutures. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded after the procedure.

Manufacturer narrative:
Evaluation results and conclusion:(arterial trauma/dissection/perforation). (Small arteries). (Required secondary intervention).